Event description:
The customer reported a malfunction with their insulin pump after it got wet. Blood glucose levels remained controlled and did not exceed 500 mg/dl. Technical support addressed the issue by arranging the delivery of a replacement pump and provided instructions for placing the malfunctioning pump into storage mode before returning it. The customer opted for multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.